Manufacturer narrative:
Additional information: lot number; device manufacturer date.device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the distal end of the inner sheath is broken off and is missing. The cause of this damage is most likely material fatigue caused by wear and tear possibly in combination with excessive force. Thus, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged or worn before the incident, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the actual procedure. Furthermore, the investigation found severe corrosion at the distal end of the inner shaft, which was attributed to incorrect reprocessing. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified therapeutic bladder procedure, a fragment of the ceramic insulation at the distal end of the inner sheath broke off and most likely fell into the patient¿s bladder. It was reported that the bladder was checked prior to catheterization and that no object was found. Since the bucket of contaminated drainage fluid with blood could not be checked, the elick pump and the drape pouch were controlled. Then, the consultant surgeon decided not to do an x-ray as the bladder could be inspected with a scope. However, the patient was x-rayed the next morning and no fragment was detected.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.